Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed shock impedance measurements of greater than 125 ohms. All other lead measurements were reported to be stable. Subsequent information indicates that the patient underwent a revision procedure. The device was explanted and has been returned for analysis.